Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive; all other keypad buttons were functioning normal. There was evidence of adhesive found under the key contacts.

Event description:
A family member reported that when trying to unlock the pump, the buttons required two or three presses to respond. The family member reported that the down arrow button would not click down like it used to. The family member confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket occasionally with a pump skin and did not clean the pump.